Event description:
It was reported that during a liver ablation procedure that the probe was placed and the surgeon was ablating. Once finished, while removing the probe, it was seen on the CT that part of the probe disconnected and remained inside the patient. Fragment is still inside the patients liver. Surgeon has not yet attempted to remove the fragment.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the insertion approach? Percutaneous. Was any resistance experienced during insertion? Not that I'm aware of. Was any hard tissue or objects hit during insertion? Not that I'm aware of. Was any lateral force applied during the insertion process? Not that I'm aware of. At what point during the procedure was it discovered the probe tip broke? From my understanding, the broken portion of the probes was identified when withdrawing the probes, post ablation. And confirmed, once post CT scans were taken. Did any error messages occur during the ablation process? Not that I know of. With this said, when I made it on sight (10/4), the call home data presented multiple reflective error messages. What was the spacing between the 2 probes while in use? Both pr15 probes were placed close together. I'm not sure about the exact distance of separation between the probes. What is the estimated size of each of the probe tip fragments left in the patient? Approximately 1-2cm. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2022. Investigation summary: call home revealed reflected power errors. The probe cannula was returned by itself, as it was cut from its probe handle. The tip was also not included with the return kit. The probe was analyzed, and it display evidence of thermal damage. However, the root cause is unknown because of the damage seen, as well as the entire probe not being returned. A search of nonconformities (ncs) was performed for lot ml21117200. There were no observed nonconformities for this lot.